Event description:
The reporter indicated that her incision site was not healing properly and it had opened up. The pt's treating physician further reported that the pt's incision site is healing. The cause of the dehiscence is unk. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.